Event description:
It was reported that balloon rupture occurred. The chronic occlusive target lesion was located in the left main coronary artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The chronic occlusive target lesion was located in the left main coronary artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.